Manufacturer narrative:
(B)(4).

Event description:
It was later reported that patient has an appointment with health care provider (hcp) on (B)(6) to see if the 2 cardioversions damages the implant. It was noted that replacing the programmer batteries resolved the error screen. The patient was still getting 8 hours of sleep at night and during the day she could not control the leaking but before the cardioversion, the patient did great during the day. The patient indicated that they would be updating manufacturer company after their appointment.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The patient reported that they had experienced a loss or change of therapy. The patient noticed she was urinating more during the day. Symptoms at nighttime were still ok, she still gets a full night sleep. The patient had cardioversion done twice at the end of (B)(6). The patient noticed the change in therapy right after 2 cardioversions when she was at the hospital. The patient asked patient services if cardioversion could have affected her ins (implantable neurostimulator). The patient used her pp (patient programmer) on the call and it showed a warning screen 'replace pp batteries'. The patient did not have batteries on the call to try. The patient will replace batteries. Symptoms reported were: urinary symptoms during the day. This was considered a sudden change in therapy/symptoms. Event date: (B)(6) 2015 (patient said at the end of (B)(6) 2015) symptoms during the day returned and (B)(6) 2016 pp showed the screen to replace batteries. Indications for use were noted as: gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.